Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion was located in the distal right coronary artery (rca). When the physician attempted to insert the 4.00x20mm ion stent delivery system (sds) into the sheath it was noted that there were stent struts sticking out. The sds was exchanged for a different device and the procedure was successfully completed with no patient complications reported.